Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for the devices involved in search of complaints involving pain throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. No part/lot numbers were provided; hence a documentation review and IFU/device labelling review could not be completed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It is unknown if the shortened position of the head ball on the neck and/or the osteophyte bone of the acetabulum led to the reported pain. With the limited information provided the root cause of the reported pain cannot be confirmed and it cannot be concluded the reported pain is associated with a mal-performance of the implant. The patient impact beyond the hip pain and revision cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
New information: g4, d4.

Event description:
It was reported that a revision surgery from the right hip was performed due to replace the bhr femoral head with a smith & nephew modular femoral head along with smith & nephew emperion femoral stem. Bhr acetabular cup was retained.